Manufacturer narrative:
Device received with intermittent response from all buttons due to flattened dome (creased). Device received with reservoir tube lip completely broken off. The reservoir does not stay locked in due to broken reservoir tube lip. Device received with operating currents within specification. Device passed self test and unexpected restart error test. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or displacement accuracy test due to broken reservoir tube lip. Device received missing reservoir tube o-ring, minor scratches on case, scratched keypad overlay, cracked case at display window corners, debris under lcd window, broken battery tube threads, cracked lcd window, corroded battery tube and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that her son was hospitalized due to high blood glucose a year ago with blood glucose of 200 to 300 mg/dl and had received no delivery alarm. The customer's current blood glucose was 405 mg/dl. The customer was treated with a manual shot of insulin. The customer¿s mother also reports the pump was damaged. Troubleshooting was done for high blood glucose and damaged. The customer¿s mother states the rubber lip ring came out when she removed the reservoir as well as the insulin exited. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. Based on customer report, customer does not allege pump was under delivering. The insulin pump will be returned for analysis.